Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via manufacturer representative that a match head drill bit tip broke off during the procedure (spine drill). A small piece was observed by the surgeon in the surgical wound and it was removed promptly. There was no patient or staff impact.

Manufacturer narrative:
H3: analysis found that visually, the tip was still attached however while viewing the tip under a microscope approximately 2/3 of the diamond plating was missing which would have resulted in the reported event. Misuse may result in wear or detachment of diamond particles however it is not likely to have resulted in detachment of the diamond plating. This is a supplied component/assembly therefore manufacturing has been ruled out as a likely cause. A review of the global complaint data showed no other similar complaints all part numbers starting with ¿sd12¿ indicating this was an isolated incident. The information most likely indicates an anomaly occurred during the supplier manufacturing process which resulted in the failure of the bond between the diamond plating and the based material. Conclusion: in the returned condition, there was an out of specification condition that is likely related to the complaint. The most likely underlying cause is consistent with, supplier. H6: fdm 4114, fdr 3221 and fdc 67 are no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.